Event description:
It was observed during the device inspection, that the colonovideoscope nozzle had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
Pending evaluation: the device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3 and e4. Additional information added to fields d8, d9, h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified but, it is likely the device was not reprocessed properly due to a cut on switch 2, water tightness was lost. The event can be detected and prevented by following the instructions for use: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I am reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.